Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via chat stated that the very tip of their oral-b genius electric toothbrushes' rotating metal rod (that the brush heads slide on) broke off while brushing their teeth. The brush heads will not stay on anymore. No injury was reported.

Manufacturer narrative:
10-jan-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Consumer via chat stated that the very tip of their oral-b genius electric toothbrushes' rotating metal rod (that the brush heads slide on) broke off while brushing their teeth. The brush heads will not stay on anymore. No injury was reported.